Event description:
Indeflator did not show atmospheric pressure with inflation.====================== manufacturer response for balloon inflation system,intelliflator======================supervisor of cath lab called rep for merit.